Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose and diabetic ketoacidosis on (B)(6) 2019 with blood glucose of 1000 mg/dl and 73 mg/dl. The customer¿s other blood glucose was 600 mg/dl to 700 mg/dl. The customer also stated that they had symptoms like chest pain. The customer was treated with insulin drip. The customer also stated that they did allege insulin pump was under delivering. The customer was declined troubleshooting for high blood glucose. The customer was performed self and displacement test and it was passed. The reservoir will not be returned for analysis.